Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cracked barrel with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode.